Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated insulin is squirting out during the manual prime process. Customer's blood glucose is 186 mg/dl. Insulin continues to drip after letting go of the act button during the prime process. Customer stated she would call back for troubleshooting when she has a new infusion set to change. Nothing further reported.